Manufacturer narrative:
This MDR was submitted during the system outage from july 22, 2026, to july 27, 2026, which may result in a delay of receipt of all of the acknowledgements. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image during an inspection for use involving an olympus camera head. There was no patient injury reported.